Manufacturer narrative:
E1: patient city: (B)(6).patient country: finlandname: medtronic minimedstreet: (B)(6). City: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that patient experienced tape was not adhering properly due to defective glue event on (B)(6) 2026.